Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes are not clotting or separating correctly. The tubes are leaving a lot of clumped red blood in the serum or leaving serum really red. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: sst tubes not clotting or separating correctly. The tubes are leaving a lot of clumped red blood in the serum or leaving serum really red. Even after spinning twice.

Manufacturer narrative:
H.6 investigation summary: material #: 367958 lot/batch #: 2277461 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up, poor barrier formation, poor clot formation, and hemolysis were observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure modes for red cell hang up, poor barrier formation, poor clot formation, and hemolysis were not observed. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (red cell hang up, poor barrier formation, poor clot formation, and hemolysis) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes red cell hang up, poor barrier formation, poor clot formation, and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes are not clotting or separating correctly. The tubes are leaving a lot of clumped red blood in the serum or leaving serum really red. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: sst tubes not clotting or separating correctly. The tubes are leaving a lot of clumped red blood in the serum or leaving serum really red. Even after spinning twice.